Manufacturer narrative:
Event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. The hcp reported that the patient had turned their device off a year ago because they experienced shocking sensations when it was on. They were redirected to follow up with the patient's managing healthcare provider to discuss symptoms and to have the device checked.